Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2024, a reply 200 dr (318bx110) pacemaker has been implanted. The atrial lead could not be inserted in the atrial connector. Atrial and ventricular leads have been correctly inserted into the ventricular connector. The pacemaker has been finally replaced and everything went well. Successfully implanted.

Manufacturer narrative:
The conclusions are as follows: the visual inspection did not reveal any abnormality. Regular atrial and ventricular setscrew cavities were found. Regular tightening marks on the atrial and the ventricular setscrew tips were noted. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. The issue described in the complaint has not been reproduced. Nevertheless, at rethe atrial setscrew was found partially screwed. A likely hypothesis would be that the atrial setscrew has been too much screwed before the lead insertion. This complaint is recorded for trending purposes.

Event description:
Reportedly, on 13/03/2024, a reply 200 dr (318bx110) pacemaker has been implanted. The atrial lead could not be inserted in the atrial connector. Atrial and ventricular leads have been correctly inserted into the ventricular connector. The pacemaker has been finally replaced and everything went well. Successfully implanted.